Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance on how to reset the pump, after which the malfunction did not reoccur. The customer was advised to continue using the pump and to contact support again if any malfunction codes reappeared.